Event description:
It was reported that the handpiece only worked in forward and reverse, it would not oscillate. Also, after changing speeds intermittently, the handpiece stopped working. The surgery was completed with an opes system and a delay of over 30 mins was reported. The customer reported no adverse consequences from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation but has not yet been received. A follow up report will be submitted upon completion of the investigation.